Manufacturer narrative:
Complaint conclusion: after using a 6f/7f mynxgrip vascular closure device (vcd), patient developed hematoma. The hematoma was treated by pressure followed by a surgical repair. There was no reported patient injury. The patient is currently doing well. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient developed the hematoma during the patient¿s recovery at the hospital. The patient has recovered. The product was not returned for analysis. A product history record (phr) review of lot f2106202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Hematoma development is a known adverse event associated with femoral access sites and/or the use of a vascular closure device and is listed as such in the instruction for use (IFU). The mynxgrip IFU warns: do not use mynxgrip if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) (for arterial application) and/or above the inguinal ligament based upon osseus landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram or venogram to verify the location of the puncture site. Do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. With the limited information provided an exact cause for the event could not be determined, however, procedural and/or patient factors may have contributed to the reported ¿hematoma¿. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
After using a 6f/7f mynxgrip vascular closure device (vcd), patient developed hematoma. The hematoma was treated by pressure followed by a surgical repair. There was no reported patient injury. The patient is currently doing well. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient developed the hematoma during the patient¿s recovery at the hospital. The patient has recovered. The device will not be returned for evaluation.